Manufacturer narrative:
The customer reported the white clamp set will not flush, and returned the sample of material mz9273, lot 24039246. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water from a 10 ml bd syringe, and the red and blue clamp tubing had no issues. The white clamp tubing was indeed occluded, and the complaint is verified. The occlusion was found to be right at the maxzero, where it connects to the tubing. There is evidence of excess solvent applied which blocks the flow of fluid. The manufacturing site found the root cause for the occlusion to be related to incorrect solvent application by the assembler. A quality alert was issued by the plant on (B)(6) 2025 to communicate and reinforce the correct solvent assembly procedure to personnel. In addition, use of the air flow test was reinforced, which is used to check tubing for flow during production. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was occluded the following information was received by the initial reporter with the following verbatim. It was reported by customer that lumen of bd maxzero microbore tri-fuse extension set with white clamp will not flush.